Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Transient pain is a known medical complication where most cases can be resolved with clinical case management. Known reasons for cause of pain are abnormal skin sensitivity, earlier trauma to the implanted area, lack of adequate bone quality or other generalized diseases. It might also be due to a loose implant magnet, causing pain around the implanted area when using the baha sound processor.

Event description:
Per the clinic, the patient experienced pain at the magnet site. The patient wore a soft pad to achieve adequate retention; however, the patient continued to experience discomfort and pain due to the tightness and strength of the magnet connection to the implant. A reduced-strength magnet did not provide adequate retention. Due to the pain, the patient was unable to wear the processor for extended periods of time. The patient also reported discomfort with sound quality in noisy environments and excessive acoustic feedback from the processor. Subsequently, the internal magnet was explanted under general anesthesia on (B)(6) 2026 and the patient was re-implanted with another cochlear device during the same surgery.